Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that pain occurred. The target lesion was located in the right coronary artery (rca). A promus premier¿ drug eluting stent was implanted to treat the lesion. After a couple of hours, the patient had pains and was brought back in. The physicians took a shot of the rca and slow flow was noted in the end of the posterior lateral artery. A 2.0 balloon catheter was used to dilate the distal portion of the stent and restore to a timi grade 2 flow. No further patient complications were reported and the patient's status was stable.